Manufacturer narrative:
Patient country: germany. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany. It was reported that patient faced an infusion set was leaking at site event on (B)(6) 2024. The infusion set has been used for few hours. No further information was available.